Event description:
It was reported that during an unknown procedure, the reload initially presented into the device broke in several pieces at the 1st device activation. Some pieces of the reload did fall into the patient, but were all removed. The surgeon changed the reload and finished the procedure with no issue. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/07/2007. Evaluation summary: the analysis showed that the cartridge was received partially fired and with the cartridge lock out tab damaged. In addition the cartridge pan was noted to be dislodge and with damage on the pan surface, the damage to the cartridge pan is consistent with an improper loading technique, if the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge. The damage to the pan is consistent with an improper loading technique, when the cartridge is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) occurs at the moment of the firing, the cartridge will be eject forward and some staples will be deploy (approximately half way) and malformed because of incorrect alignment. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No functional test was performed. A batch record review was performed and no anomalies were found during the manufacturing process.